Event description:
During a code blue, pt needed defibrillation for v-fib. AED changed to manual mode and when red shock light pressed to defibrillate, it did not fire. Difficulty changing it back to AED zoll kh0077-. New AED acquired and set up. Code continued with different equipment. Diagnosis or reason for use: defibrillation.